Event description:
It was reported that the procedure involved a very small vein graft (2-1/2mm - 3mm), which was totally ocluded from the femoral to the peroneal. In an attempt to retract the sheath the thumbweel would not properly function. The stent began to deploy and when the thumbwheel of the device was pulled back the stent continued to deploy, so the physician decided to remove the device. Upon removing the device, the stent deployed in an unintended site. The stent was also found to be damaged. The physician left the stent at the unintended site and post-dilated it.